Event description:
Livanova deutschland received a report of a scpc centrifugal pump speed control knob defective. The issue was identified during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump console. The incident occurred in erlangen, germany. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The knob was fixed and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the reported issue was only related to knob being loose and that the pump speed could still be regulated via the speed control knob. The reported issue is not likely to result in serious injury. Therefore, reportability decision changes to not reportable event.

Event description:
See initial report.